Event description:
It has been reported that a versacross connect access solution kit was selected for use for a watchman left atrial appendage procedure. A pericardial effusion (pe) occurred, and hypotension was noted. The procedure was cancelled. During the procedure, the physician noted that the patient had a very thick atrial septum. It did appear to be a small fossa suitable for use to attempt transseptal crossing. The transseptal crossing was performed and shortly after, while the versacross rf wire was still in the left atrium, the cardiac anesthesiologist noted a pericardial fluid that was not present at baseline (the pe was circumferential), and the patient's blood pressure began to drop (58/44). The procedure was cancelled. Thus, a pericardiocentesis was performed to drain the fluid in the cath lab and blood was transfused to the patient at that time. The patient was admitted to the hospital beyond the standard of care for observation but has fully recovered and it was discharged. The drain was left in overnight. The product is not expected to return for analysis. There was no pe noted on the echo prior to procedure. It has been further mentioned that no obvious perforation was noted, but since there was an increase in pericardial fluid, presumably some sort of injury occurred. It was also mentioned some difficulty visualizing the rf wire due to patient anatomy (very thick septum and very small fossa). The act was 127 during the procedure. In the physician's opinion, there was no reason to believe that the versacross rf wire nor dilator malfunctioned during the procedure, and also that it is not believed that the versacross dilator contributed to the pe.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.